Event description:
A physician attempted an arteriotomy closure using a starclose device. The physician experienced difficulties removing the device. The pt was brought to the operating room and the device was surgically removed. The pt was released the following day and is doing fine.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.